Event description:
A male pt contacted lifecor customer support to report that the system was alarming to add gel or replace belt. Support had the pt carefully remove and reconnect the electrode belt. The alarms continued. Support had the pt remove the electrode belt and download. The flags did not indicate a gel fire and the pt denied seeing blue gel. The flags did show on startup that gel was released. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Eval summary: device eval of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. The gel fire wire from therapy electrode number two was open. The broken gel fire wire caused electrode belt to think that the gel was fired in this therapy electrode. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unknown but is likely due to strain placed on the cable during pt use. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.